Manufacturer narrative:
Per tandem¿s user guide: "low insulin alert is displayed when there are 5 or less units of insulin in the pump, requesting that the cartridge be changed or pump will stop all deliveries. The alert will continue until the cartridge has been changed; otherwise the pump will stop all insulin deliveries, due to an empty cartridge." Per tandem¿s user guide: alarms display automatically to let you know of an actual or potential stopping of insulin delivery (for example, an alarm that the insulin cartridge is empty). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer received an empty cartridge alarm but did not replace their cartridge. Customer's blood glucose level (bg) went up to 500 mg/dl. Customer attempted to address their bg with a bolus from the pump and manual insulin injection. Emergency medical technicians were called and customer was transported to the emergency room on 8/10 where customer was admitted to the intensive care unit with an elevated bg of 900 mg/dl and ketones. Customer was treated intravenously with fluids of saline and insulin. Customer was released on 8/16 with the issue resolved and no permanent damage. Tandem technical support conducted a full pump system check and advised the customer to replace insulin cartridge when it is empty. Customer acknowledged and continued to use the pump for insulin therapy.